Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. Customer had no symptoms. Customer did not contact healthcare provider. Customer current blood glucose was 318 mg/dl. Infusion set was changed on (B)(6)2017 at 10:00 pm. Customer blood glucose reading was on 300¿s because their food intake 30 minutes ago. Customer declined troubleshooting for high blood glucose reading. However, the customer stated that the insulin pump had a crack along the battery compartment and screen. Customer also had a failed battery test but the issue was resolved by inserting new battery. Customer's insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.